Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an air embolism was observed indicating that air ingress occurred. This led to st elevation and a left heart catheterization was conducted to intervene and during the process, the patient coded. The case was aborted while the patient was under general anesthesia. The patient eventually recovered. No further patient complications have been reported as a result of this event.